Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, yellow particles, a broken shell, a missing piece of the shell, and an opening. A leak test was performed which identified an opening on the posterior side. A microscopic analysis was performed which identified a sharp crease opening on the posterior/radius side, a striated break on the posterior side, and a missing piece of the shell. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening, a striated edge break on the posterior side due to surgical damage, a missing piece of the shell due assessed as inconclusive, and a sharp creases opening on the radius side due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.